Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip implant on the right side. The patient underwent two hip surgeries (left side and right side). One surgery took place in (B)(6) 2004 and the other in (B)(6) 2005. It is unknown which side was performed in which year. The patient had a dislocation of the right hip for no apparent reason. The patient underwent a revision surgery of the right hip in (B)(6) 2015 due to pain and brown fluid. (As the exact date of revision is unknown, the last day of the month was taken as explantation date.) (The same patient is treated in (B)(4), left side).

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported that the patient was implanted an unknown metasul head on the right side in 2005. It was reported that the patient had many years of good function but through 2014, she started to develop subluxation of her right hip. An aspiration showed some brown fluid within the hip joint and it also confirmed that the hip was subluxing when put into abnormal positions. Patient underwent a revision surgery in (B)(6) 2015 on the right hip due to pain and brown fluid (as the exact date of revision is unknown, the last day of the month was taken as explantation date.) (The same patient is treated in (B)(4), left side.)

Manufacturer narrative:
Investigation results were made available. Device history records: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no reference number was available. Review of event description: a complaint was received from a patient which had revision surgery on both hips. The right hip is treated in complaint (B)(4) and the left hip in complaint (B)(4). In both hips it is described that the patient was revised due brown staining fluid. In the right hip the patient also had pain and dislocated hip before. On the left the bearing was worn and had caused inflammation. Review of received data: a patient letter and several letters from the surgeon were received. The review of the letters show that the patient had a tha in both hips. The implantation for the right hip was done on (B)(6) 2005. The implantation for the left hip on (B)(6) 2004. All went well until 2014. In 2014 the patient had pain and dislocated hip. Afterwards the surgeon found that the right hip contained brown fluid. A revision of the right hip was therefore done on (B)(6) 2015. During the revision surgery the surgeon detected that the 28mm metasul bearing was broken. Later on in 2015 the patient also had pain with the left hip and brown fluid was seen. The bearing was worn and had caused inflammation. The revision of the left hip took place on (B)(6) 2016. No surgical report for each hip (implantation and revision) was received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, surgical reports, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown metasul head on the right side on (B)(6) 2005. It was reported that the patient had many years of good function but through 2014, she started to develop subluxation of her right hip. An aspiration showed some brown fluid within the hip joint and it also confirmed that the hip was subluxing when put into abnormal positions. Patient underwent a revision surgery on (B)(6) 2015 on the right hip due to pain and brown fluid. (The same patient is treated in (B)(4), left side.)